Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Red status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. (B)(4). As this is a pre-2008 model which only contains a user accessible memory log, no information can be determined between the device passed 'out qat' on 31st january 2007 and upon receipt at heartsine. A visual inspection of the device revealed that the screws were rusted. On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. The device was disassembled for further investigation. Investigation found the fault can be attributed to corrosion on pcba due to moisture ingress. Heavy corrosion observed on multiple critical circuits on the pcba had resulted in the device not switching on and the evidence of moisture in the lower-case assembly would indicate the device had been stored adversely in the presence of moisture. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.